Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported swabbing their nose with the binaxnow covid-19 antigen self test otc buffer solution performed on (B)(6) 2022 on a nasal swab. The customer missed a step; he forgot to collect the sample first and mixed the swab with the buffer solution and then he removed the swab from the test card and collected the nasal sample. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. A product deficiency was not reported or found. Technical service provided the safety data sheet and advised the consumer to contact their health provider if any irritation occurred. A supplemental report will be provided if any additional information is obtained.